Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of a -8.0/2.5/105 (sphere/cylinder/axis) upside down into the patient's right eye (os) on (B)(6) 2023. The lens was implanted, removed, and replaced intraoperatively within the initial surgery for a same model and length lens. This resolved the problem. No patient injury. Cause reported as "patient related factor" and "user error" with 'no' the device did not fail to perform. Reportedly, "during insertion of a poorly cooperating pt icl was injected upside down and need to be removed with use of back-up icl". D6a - (B)(6) 2023. D6b - (B)(6) 2023. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.00/2.5/105 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The surgeon noticed a defect in the lens and removed and replaced it with a back up lens. There was no patient injury. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).